Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured aneurysm at cavernous segment with a max diameter of 6.3 mm and a 4.7 mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The access vessel was the femoral artery, with 8 mm diameter. The landing zone was 7 mm distally and 11 mm proximally.  Dual antiplatelet treatment (dapt) was administered. The pru level was within the acceptable range.  It was reported that a marksman microcatheter was used, and a ped-500-16 flow diverter dense mesh stent was selected. After the access pathway was established, the flow diverter dense mesh stent could not be deployed or opened. Multiple attempts to recapture and redeploy the device were unsuccessful. The devices were removed, and the procedure was completed after replacing both the microcatheter and the flow diverter dense mesh stent. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (lot: 229480132); implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.